Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip tip to be bent. The spatula was bent by roughly 20 degrees. The bending occurred near the transition from round rod to flattened spatula. Failure analysis concluded that the bent damage may be due to mishandling/misuse. Failure analysis investigation also found the following damages: the instrument's housing had broken snaps. Three of the housing snaps were broken. As a result, the housing did not properly attach to the chassis. The conductor wire failed the continuity test and the instrument also failed the electrical continuity test. The conductor wires at the tip and housing were not broken. The instrument's ceramic sleeve was also broken. A piece of the ceramic sleeve broke off. The broken segment was not returned with the instrument. The conductor cap was also missing. As a result, the conductor wire was exposed but not damaged. The missing conductor cap was not returned with the instrument. The instrument's proximal clevis was cracked. The crack was located between proximal ears on the same side as the bend in the spatula. Failure analysis concluded that the broken snaps damage, ceramic sleeve damage, and proximal clevis damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damaged ceramic sleeve found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the tips on the permanent cautery spatula were observed to be bent. There was no patient harm, adverse outcome or injury reported.